Manufacturer narrative:
(B)(4). Concomitant medical products: 00630505032, xlpe liner standard 32 mm, 62202322, 00771300900, m / l taper g2 modular femoral stem, 61802705, 00801803202, cocr femoral head, 62175270, 00625006530, bone scr 6.5x30 selftap, 62239388, 00784800200, m / l taper g2 neck taper, 62134909, 00625006535, bone scr 6.5x35 selftap, 62110390. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 01706, 0001822565 - 2018 - 01707, 0002648920 - 2018 - 00251, 0002648920 - 2018 - 00252, 0001822565 - 2018 - 01901, 0002648920 - 2018 - 00253.

Event description:
It was reported that the patient underwent right primary hip arthroplasty. Subsequently, the patient underwent an irrigation and debridement procedure with the evacuation of a hematoma. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was confirmed by review of operative notes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.